Manufacturer narrative:
(B)(4). It was reported that there were strong noises on both body surface ECG and the external defibrillator after smart touch bidirectional sf catheter connected to the piu. The carto 3 interface cable was replaced however the issue remained. The issue was resolved by replacing the catheter. No patient consequences is reported. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 7/6/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(6). (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch bidirectional approved under p030031/s053. (B)(4).

Event description:
It was reported that there were strong noises on both body surface ECG and the external defibrillator after smart touch bidirectional sf catheter connected to the piu. The carto 3 interface cable was replaced however the issue remained. The issue was resolved by replacing the catheter. The procedure was delayed approximately four minutes. No patient consequences is reported. This is MDR reportable as complete ECG signal loss can be a high health risk to the patient as a potential lethal arrhythmia may go unnoticed due to the signal noise.